Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the force amplification pulley. Some wires were broken, but the cable itself was not fully broken. The cable was spliced in one place. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection revealed no signs of missing parts and found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of frayed - distal instrument grip cable are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.